Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effect of hematoma as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of hematoma appears to be related to procedural conditions, as the steerable guide catheter is inserted into the anatomy through the access site in the right groin, which can result in a hematoma. The reported additional therapy/non-surgical was a result of case specific circumstances, as manual pressure was applied to treat the hematoma. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for groin hematoma post-procedure, requiring manual pressure. It was reported that on (B)(6) 2017, two mitraclips were implanted without a device malfunction in a patient with moderate to severe functional mitral regurgitation (mr), reducing the mr from grade 3+ to grade 1+. Post procedure, the patient developed a moderate groin hematoma and manual pressure was applied. The hematoma resolved, although there was a large area of bruising from the right groin to the knee. The bruising was present but improved at the 30 visit; no treatment was needed. Per physician, the hematoma and bruising were not serious and did not require prolonged hospitalization. Post procedure, during hospitalization, the patient also experienced a worsening of pre-existing hypotension. Medications were changed and the hypotension resolved. Per physician, the hypotension was not related to the mitraclip devices. There was no additional information provided.